Event description:
It was reported, the patient had been admitted to "several hospital ER's". The patient was "suicidal". The dose had been adjusted at a hospital by the healthcare provider (hcp). It was believed that the patient had not followed up with her managing physician since her first refill. Per another reporter, the patient had presented to the emergency room on (B)(6) with symptoms of overdose. The pump was adjusted by the hcp. Hcp reduced the patient pump dose significantly and after the patient was stable, the dose was increased. It was believed that the dose at discharge was not as high as when the patient arrived to the ER. The patient mentioned having been in rehabilitation at a hospital; this was unclear and the hcp and dates of admission were unknown. The patient experienced withdrawal symptoms. The patient was hospitalized. The pump was interrogated to determine the dose. The dose was programmed to 2.5mg/day. No adjustments were made to the pump. The patient was treated for anxiety. The patient was encouraged to enter rehabilitation but the patient said, she would not do this. The patient was discharged from the hospital after approximately 5-7 days. The patient was instructed to follow up with her managing physician and an appointment was scheduled. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter. (B)(4).